Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the bronchovideoscope distal end was chipped. The issue was found during service / maintenance (not in a clinical setting).